Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the harmonic ace curved shears insert for failure analysis. Therefore, the root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the tip of the harmonic ace curved shears insert broke off and fell inside the patient. The harmonic ace curved shears insert tip was retrieved. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the harmonic ace curved shears insert broke off and fell inside the patient. The harmonic ace curved shears insert tip was retrieved and another instrument was used. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information from the customer concerning the reported event with no success.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace insert involved with this complaint and completed the device evaluation. Failure analysis could not reproduce the reported failure. Visual inspection of the insert did not find damage to the blade. The blade is still intact. Blade was not found to be broken off. There was no material missing. A device history record (DHR) review for the device involved with this complaint has been completed. No non-conformance's were identified to be related to this complaint. Based on the device evaluation results, this MDR report is being retracted since failure analysis confirmed that the instrument did not have any damage or any missing material as initially reported. Visual inspection confirmed that the instrument was intact.